Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Product sample was received, but not yet evaluated. No visual and functional testing has been performed. The reported issue could not be confirmed as the product sample has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available operator of device is unknown

Event description:
It was reported that the pump exhibited a constant alarm. The device was stuck on pixel screen and had a damaged case. The event occurred during testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a damaged battery port. The customer stated problem was duplicated. System fault due to faulty pwa (printed wiring assembly) board and crack on battery port of rear housing. Replaced pwa board and rear housing. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device., corrected data: d4: correction: model number: 7400. H4: correction: device manufacturing date: 14-nov-2016.